Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer cleaned the pins with alcohol and checked the socket for dust/debris. Tac instructed the customer to reseat the maj-1933 cable from the cv and clv-190. Afterwards, the unit was working properly and tac concluded that the issue was related to one of the scopes utilized. A follow up was made and the customer confirmed that the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it's likely the cause is related to dust/debris. Olympus will continue to monitor field performance for this device.